Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a trace of liquid like a thread and droplets within the overpouch. There was also a whitish stain observed at the bottom. The issues were observed while the device was still in the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on january 22, 2019- january 23, 2019. H10: the device was received for evaluation. A visual inspection was done which observed a trace of silicone oil which had already dried up and left behind a trace of a "rainbow" hue on the inner wall of the infusor's bottle (cover). Silicone oil observed in the device's bottle is not a leak nor a product defect. Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from cover contact. Additionally, during the visual inspection, a white cloudy circular mark was observed at the center area at the bottom of the device bottle. This white mark is actually a molding mark of the device bottle. Every device bottle has this mark generated from the manufacturing molding process. It is an expected product characteristic and not a particulate matter. Therefore, the reported conditions were not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.